Event description:
One day post embolization procedure for a subarachnoid hemorrhage (sah) the patient suffered a stroke. The physician thought that stroke was caused by a thrombus. No additional information was reported.

Manufacturer narrative:
Detached/ dissembled parts- (other)customer report was not confirmed. Rec'd (1) incomplete double dpt kit, model px2x2. Kit was not used. Pressure tubings of the cvp line were not returned with the kit. No visible damage or defect was observed from the kit.

Event description:
It was reported that before using the dpt, the tube connector was found to be detached. No patient injury was reported.